Event description:
It was reported a revision surgery for right total knee arthroplasty due to pain.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported pain cannot be determined. The future impact to the patient beyond the revision cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.